Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital after experiencing syncope, lead noise leading to inappropriate auto-mode switch and low, out of range pacing lead impedance were noted. Programming changes were made.